Manufacturer narrative:
H6-code 4111: the initially reported incident description was updated, because corrected information was provided by the physician. H1: based on the updated information the reportability was re-evaluated. No serious injury happened or could have happened due to the reported issue. There was no reportable incident associated with the gore® tigris® vascular stent. This report is therefore being retracted.

Event description:
The patient was being implanted with a gore® tigris® vascular stent to treat an occlusion of the superficial femoral artery. It was reported a 6fr introducer sheath (terumo) was inserted through a contralateral access. They performed a percutaneous transluminal angioplasty using a 6mm balloon. The tigris® vascular stent was advanced to the intended location through the introducer sheath with a 0.035¿¿ guidewire. Reportedly, the red deployment lock could not be unlocked. It was stated that they withdraw the tigris® vascular stent through the introducer sheath and removed it from the patient. Another tigris® vascular stent was used to complete the procedure. It was stated, that there were no consequences for the patient.

Manufacturer narrative:
The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. A review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
The patient was being implanted with a gore® tigris® vascular stent to treat an occlusion of the superficial femoral artery. It was reported a 6fr introducer sheath (terumo) was inserted through a contralateral access. They performed a percutaneous transluminal angioplasty using a 6mm balloon. The tigris® vascular stent was advanced to the intended location through the introducer sheath with a 0.035¿¿ guidewire. Reportedly, the red deployment lock was unlocked. Then the physician tried to deploy the tigris® vascular stent but he experienced a high resistance when using the deployment wheel. It was stated that during the procedure the imaging quality was bad and thus the physician could not say if the tigris® vascular stent was fully expanded. Therefore he decided to withdraw the tigris® vascular stent through the introducer sheath and removed it from the patient. Reportedly, the tigris® vascular stent was expanded partially at the tip. Another tigris® vascular stent was used to complete the procedure. It was stated, that there were no consequences for the patient.